Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset guided by technical support during troubleshooting and successfully reloaded the cartridge, allowing them to resume insulin therapy. The issue was resolved.